Event description:
It was reported that leakage occurred with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, it was reported that customer received a case with 4 broken lids. "We have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Item: 305487 . Quantity affected: 1 cs. Serial/lot number: n/a. Are any samples available for return? Yes. Reported issue: customer received a case with 4 broken lids. No damage to package. Please resend lids."

Manufacturer narrative:
Investigation summary: a compliant review was performed by the supplier. Photos of the product damaged were not provided and a lot number was not available. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to this reported incident for broken lids. A review of the current controls was completed, and a 100% visual inspection is performed by production along with a visual and functional inspection based on aql sampling plan is performed by a quality auditor. These kinds of damage could be caused by outer conditions such as a hard impact. It is possible that the damage occurred in transit during shipping or during the package handling. Bd will continue to monitor the complaint for any trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that leakage occurred with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, it was reported that customer received a case with 4 broken lids. "We have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no; item: 305487; quantity affected: 1 cs; serial/lot number: n/a. Are any samples available for return? Yes. Reported issue: customer received a case with 4 broken lids. No damage to package. Please resend lids."